Manufacturer narrative:
(B)(4). Evaluation summary: a photograph of the sample was received for evaluation. Visual inspection of the photo revealed a cut in the bottom part of the tube. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
It was reported that a clearlink pump/ gravity continflo set, 1 valve, had a fracture in the tubing that caused fluid leakage. This occured while the device was connected to a patient. The event occurred during infusion. There was report of patient involvement, but no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date the the event occured is unknown. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.